Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after approximately 10 hours of intra-aortic balloon (iab) therapy, blood was seen in the helium tubing of the catheter. The customer had already reported it to the attending and were going to take the patient to the ccl to replace the iab. They were instructed to disconnect the iab from the cardiosave intra-aortic balloon pump (iabp) and clamp the tubing. Blood had not gone back to the iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned in two separate pieces with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The separation occurred 32.5cm from the iab tip. The extender tubing was returned. The returned sheath was over the catheter and partially covering over half of the balloon approximately 10.9cm from iab tip. A visual examination of the product detected the inner lumen was broken at approximately 32.5cm from the iab tip. Additionally an optical fiber break was observed approximately 32.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing, and extender tubing was performed and accompanying the separation location, a leak was detected approximately 1.5cm from the rear seal. The observed leak was a penetration within a whitish patch. The patch exhibited the typical appearance of an abrasion mark caused by calcified plaque in the aorta. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.